Manufacturer narrative:
Device not returned, actual device will not be evaluated. Patient's condition affected the effectiveness of the device. Disease progression contributed to the event. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated and a limb extension in the right iliac artery. A computed tomography scan revealed the left iliac artery had become ectatic causing a distal type I endoleak. On (B)(6) 2012, the patient was treated with a limb extension which corrected the endoleak.